Event description:
Complainant alleged that while attempting to treat a 34-year-old male patient, the device was unable to analyze. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 2112020-2022-00607 for a similar event reported from the same customer.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device passed full functional testing including analysis and shock testing. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Review of the data log files showed that the shock button was pressed and released without the device being charge, which extended into the CPR period. The analysis reviewed the waveform and determined that no shock was advised. The device analyzed and advised as designed and configured with no device malfunction logged. Analysis of reports of this type has not identified an increase in trend.